Event description:
It was reported while using bd syringe 3 ml ll bns the cannulas didn't lock into the syringe and separated. There was no report of patient impact. The following information was provided by the initial reporter: can you describe what was observed? The surgeon informed her that the cannulas are not locking into the luer locks of the syringes and during a procedure on wednesday of last week one of the cannulas shot up and didn¿t stay in place.

Manufacturer narrative:
There are multiple bd locations where this bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Initial reporter name and address: address information was not able to be obtained, therefore, (B)(4) was used as a place holder. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.